Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the patient presented with an incarcerated ventral hernia. The patient first noted the hernia two years after the initial operation. At that time, the patient underwent emergent open repair with an underlay alloderm graft approx (8x8cm in size). She then presented two years later with recurrence approximately 11 cm in the greatest dimension and subsequently underwent a laparoscopic repair utilizing parietex composite mesh. Patient subsequently presented 16 months later with a recurrent incarcerated ventral hernia in the epigastric region above the previous mesh repair. She then underwent an open repair with primary closure. It was noted at this operation that the previous parietex mesh was well-incorporated and formed a neo-peritoneum. After primary fascial closure, the wound was left open with wetto-dry dressings. Post-operatively, she was managed in wound clinic for several months with daily bactroban dressing changes for (B)(6) wound cultures. She subsequently developed multiple sinus draining tracts along with a recurrent ventral hernia noted on examination and CT imaging. The patient then underwent multiple debridements of her chronic abdominal wound after the development of multiple sinus tracts chronically producing purulent fluid (B)(6) without complete resolution. She had placement of apligraf to assist in wound closure. Due to the non-healing nature of her chronic wound, chronically purulent drainage sinus tracts, recurrent enlarging hernia and significant pain she was offered abdominal wall reconstruction which she successfully underwent including explanation of all visible pco mesh that was technically difficult requiring piece-meal removal. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4).